Event description:
It was originally reported by the field clinical specialist (fcs), a 29mm sapien 3 valve was implanted in the native mitral valve annulus calcification (mac) via open heart surgery. Post deployment there was significant paravalvular leak (pvl) and or 'leak'. Approximately an hour later it was decided to deploy a second valve. Post deployment the surgeons were trying to see where the leak was coming from. It was mentioned that there was still a leak even after the two valves were implanted and that the significant leak was coming above the valve and not in the valve or from the valve. The patient was reported to be doing well an hour after the procedure. The physician felt the original leak was from too much calcium in the mitral annulus that the first valve was not able to get enough of a seal, so they went with a 2nd 29mm valve. The patient presented with severe symptomatic primary mitral valve regurgitation with heavy mitral annular calcification (mac). Reoperative sternotomy with placement of two 29mm sapien valve surgically placed in the mitral position in mac. Repair of aorto-mitral curtain. Tricuspid valve repair with ring. A felt strip was placed around the sapien valve prior to crimping over the balloon. The valve was deployed and 'appeared to lie in good position'. The valve was then sutured in. The patient was warmed and weaned successfully from bypass. During this time, the patient was noted to have a large paravalvular leak and severe pulmonary hypertension. It appeared that the leak could be paravalvular, although it was uncertain given the direction of flow. As such, the patient went back on bypass. The team was able to excise the leaflets of the old sapien valve and then under direct visualization, deployed a second sapien valve within the previously placed valve. Again, it was difficult to visualize; however, there appeared to be continued bleeding from the roof of the atrium and the aorto- mitral curtain. As such, our only options were to directly place sutures in this area through this incision or remove the aortic prosthesis and repair the tear of the aorto mitral curtain. The post-bypass tee demonstrated preserved biventricular function with a well-functioning mitral and aortic bioprosthesis and a very mild paravalvular leak.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The device was used in off-label implantation in the mitral position with felt strips placed around the valve. As there are no specific IFU or training materials related to mitral position with felt strips placed around the valve procedures, the available training materials were reviewed only for information potentially relevant to the device use. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Per the instructions for use (IFU), paravalvular leak is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors or patient factors may have caused or contributed to this event. The original leak was from too much calcium in the mitral annulus that the first valve was not able to get enough of a seal around. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), a 29mm sapien 3 valve was implanted in the native mitral valve annulus calcification (mac) via open heart surgery. Post deployment there was significant paravalvular leak (pvl) and or 'leak'. Approximately an hour later it was decided to deploy a second valve. Post deployment the surgeons were trying to see where the leak was coming from. It was mentioned that there was still a leak even after the two valves were implanted and that the significant leak was coming above the valve and not in the valve or from the valve. The patient was reported to be doing well an hour after the procedure. The physician felt the original leak was from too much calcium in the mitral annulus and the first valve was not able to get enough of a seal, so they went with a 2nd 29mm sapien 3 valve.